Manufacturer narrative:
One i3 unit model with main unit and one i3 accessories set were returned. Visual inspection of returned material revealed no discrepancies or discernible damage. Both methods of simulating taking a reading by selecting start on the handheld screen and pressing the handheld keypad produced error # 5. A review of the file: /usr/local/gpe-cardiomems/data/etc/app-common.xml in text editor revealed the line with ¿<reading-error>¿ tag in the following state: <reading-error>5</reading-error. The value ¿5¿ was changed to ¿-1¿ per investigation guidance. Error # 5 did not reappear with either method of simulating taking a reading when the unit was rebooted after file edit. Evaluation of the compact flash in terminal revealed incorrect operating speed setting. A review of the DHR was performed for batch #6243387 and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue, as no non-conformance related to the reported issue was found in the batch records reviewed. The complaint of ¿the patient electronic unit received an error 5 message¿ was confirmed. Due to finding of incorrect speed setting on compact flash, the root cause was concluded to be compact flash-error 5.

Manufacturer narrative:
The device is included in the error 5 advisory notice issued by abbott on 01 june 2018. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient electronic unit received an error 5 message, which indicates an issue related to temperature and barometric pressure. A replacement unit resolved the issue.